Manufacturer narrative:
Evaluation was not possible, as the devices will not be returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to these facts it was not possible to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. Missing information from this report is identified as a blank, unknown and as no information (ni). This information was not provided in the reported event or available at the time of report submission. (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure using healicoil sa pk 5.5mm w/3 ub-bl, cbbl,lt two sutures broke upon tying the knot. No loose sutures were left in the patient. There was a procedural delay of 10 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.